Event description:
The suture from the value holder accessory device broke and fragmented during valve implant. Suture pieces were retrieved intraoperatively. The valve was implanted with no consequence to the pt.